Manufacturer narrative:
(B)(6). This report is for an unknown synthes 5-hole mini-fragment plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes 5-hole mini-fragment plate on (B)(6) 2012 to treat a segmental forearm fracture. Patient presented with pain on an unknown date and x-rays showed a non-union and broken hardware. Patient underwent revision surgery on (B)(6) 2015 where the broken plate and four (4) intact 2.7 cortex screws were explanted. The plate was found to be broken at the middle screw-hole. The patient was revised with a synthes 8 hole 3.5mm locking olecranon plate. The procedure was completed successfully without any delay or harm to the patient. This report is for an unknown synthes 5-hole mini-fragment plate. This is report 1 of 1 for (B)(4).